Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the core micro drill - european, while in use with a micro drill medium straight attachment, overheated, smoked, and a black liquid leaked along the new stryker bur and entered the operative field; no liquid came into contact with the patient. The procedure was completed successfully using the same device after cooling and repair, as no back-up was available. There was a delay of 20-30 minutes; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Wobble will be reported on the concomitant attachment, (B)(4) lot 13267, in a separate report.

Event description:
It was reported that during a procedure at the user facility, the core micro drill - european, while in use with a micro drill medium straight attachment, overheated, smoked, and a black liquid leaked along the new stryker bur and entered the operative field; no liquid came into contact with the patient. The procedure was completed successfully using the same device after cooling and repair, as no back-up was available. There was a delay of 20-30 minutes; no medical intervention or adverse consequences were reported.